Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that the wire was not returned for investigation. Upon functional testing, it was noted that the wire would pass through the device with no issue.

Event description:
It was reported that the wire does not pass through the pin correctly and may even get blocked. There was no harm or adverse event for patient, operator or third party reported. No further information received.